Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, flare occurrence due to peeling of the objective lens adhesive, objective lens crack, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, cracking of the illumination lens due to an external factor, wrinkles in the insertion tube due to external factors, uneven lighting, adhesive part of the objective lens came come off due to handling, corroded air/water supply cylinder, scrapped suction cylinder, and bunk case discoloration were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that lens cloudiness and separation were observed with the gastrointestinal videoscope. During a standard service inspection of the customer returned device, foreign object in the nozzle was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. H4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. The endoscope was not used for the procedure with the foreign material attached. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.